Event description:
There are three issues that present a problem for his mother: the wheelchair tilts forward and remains in that position. If the wheelchair stops, the pt falls forward. The electrical system stops completely without warning. The parts are of poor quality. On at least one occasion, the chair fell to the side, causing the pt to fall to the ground. The wheelchair was purchased on (B)(6) 2011.